Event description:
It was reported to philips that the heartstart xl defibrillator did not have a delay before each shock was delivered during a sync procedure. There was no negative pt impact.

Manufacturer narrative:
(B)(4).